Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported clip captured on the distal end of the device was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se after a diagnostic procedure. Reportedly, after removal of the device, the clip was found on the distal end of the device. A hematoma, 2mm is size, developed. Manual arterial compression was applied to treat the hematoma and achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The technician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.